Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
The head is not sitting correctly it does not click and you can easily remove the head / not attaching - oral-b [device breakage]. The head would come loose when I'm brushing - oral-b [device connection issue]. Case narrative: adult female consumer reported that the oral-b toothbrush head was not sitting correctly, did not click, could be easily removed, and it was not attaching into her oral-b toothbrush handle, type 3772. She also reported that the oral-b toothbrush head came loose when brushing. No injury was reported.

Event description:
The head is not sitting correctly it does not click and you can easily remove the head / not attaching - oral-b [device breakage]. The head would come loose when I'm brushing - oral-b [device connection issue]. Case narrative: adult female consumer reported that the oral-b toothbrush head was not sitting correctly, did not click, could be easily removed, and it was not attaching into her oral-b toothbrush handle, type 3772. She also reported that the oral-b toothbrush head came loose when brushing. No injury was reported. 27-jun-2024 case update from information initially received on 11-jun-2024: the suspect product lot was 3cb20751003. No injury was reported.

Manufacturer narrative:
09-jul-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.